Event description:
On (B)(6) 2011, pt reported that she experienced hyperglycemia of 389 mg/dl due to insulin leakage, air bubbles in the insulin cartridge and infusion tubing, and e4 occlusion errors. Normal blood glucose is 100-120 mg/dl. Pt noticed there was insulin leaking from the adapter when her clothes became wet. Adapter was changed on (B)(6) 2011 and the cartridge on (B)(6) 2011. E4 occlusions errors started to occur on the day of the report. No insulin leaked inside of the infusion device, and there was no obvious physical damage to the infusion tubing, cartridge, or adapter. Insulin reaches room temperature before the cartridge is filled, and all connections were attached properly. Adapter, cartridge, and infusion set were requested for evaluation. Follow-up was completed with pt on (B)(6) 2011. Pt treated hyperglycemia with an insulin injection and reported the new cartridge, adapter, and infusion set corrected the issue. Pt did not require treatment from a health care professional or second party to address the issue.